Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device not blowing air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that device led has low intensity, pca burned, iso port, blower box contaminated, scratched display there was one error has been identified. The device was scrapped.